Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the patient initially called looking for a manufacturing representative (rep), whom they had spoken to in the past. Agent reviewed the role of patient services (ps). The reason for call was patient stated they needed an MRI of the brain about a week ago, but they couldn't get their controller to do anything or get MRI mode. The patient said the scan was canceled. The patient confirmed the scan was for head/brain. The agent reviewed MRI scanning guidelines and reviewed there was no MRI mode available with that controller. The agent suggested patient attempt to connect to ins on the call, but patient could not get controller to turn on. The patient put new batteries in the controller, which they said were fairly new, but it still wouldn't turn on. They confirmed they put batteries in correctly. The agent reviewed the need for plain, alkaline batteries, but the patient only reported that the brand of the batteries. They also stated they had been having some of the same problems with their bowels that they had before they got the stimulator. When asked for event date, patient answered by saying they never used the therapy unless they needed to. Patient said they haven't paid attention to it for a while because it was too confusing. Agent suggested patient reach out to managing healthcare provider (hcp) for further device evaluation. Patient mentioned their managing hcp had retired, but they would still try calling the office. Patient was also agreeable to receiving local physician listings emailed to them. On 2025-may-13 a medical assistant called. The reason for call was caller reported patient has called previously because they had been having issues with their stimulator. They can't turn it on or off, it is not working, they replaced the battery because they were told it would only last 5 years and that did not fix anything, they are in need of a brain scan but they cannot turn it into MRI mode and the doctor they used to work with for their stimulator has left the practice. Reviewed longevity and control equipment information, reviewed patient's ins pre-dated MRI mode, reviewed some potential head/brain only MRI information and redirected to their doctor to further address the issue. Offered and sent hcp listings. Additional information was received from the patient. They called back from registered number and repeated, they've been unable to get MRI of head because the equipment isn't working and they don't have MRI mode. The patient said the device hadn't been working to help their bowels. They were considering device removal and they really need the MRI because they've been falling. Reviewed head only MRI information and redirected to their doctor. Offered and emailed listings as patient requested and agent sent listings via us mail as well. Additional information was received from the patient. They reported that they didn't know what the issue was until they went for a brain scan. Their doctor didn't know who to call. It was unknown what the cause of the issue was. They stated it was possibly due to the battery age. They were having it replaced on (B)(6). When asked about the cause of the inability to turn the stimulator on or off they stated that it was caused by an old model. They stated that they would be having it replaced with a newer model that they can have MRI's with and they were waiting for a brain MRI. They stated that the cause of the inability to turn the programmer on was determined.

Manufacturer narrative:
Continuation of d10: product ID 3037, serial# (B)(6); product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.